Event description:
Sigmoidectomy with rectopexy. Cs33 dlu was attached to flexshaft and calibrated properly. Cs33 anvil was placed in proximal bowel, placed transanally and connected to the cs33 anvil. The dlu was closed into range and fired. In the middle of the firing sequence, a loud popping noise was heard. After firing sequence was completed, an attempt was made to remove the cs33 from the pt and it could not be removed easily. Upon removal, the bowel was torn significantly. A leak test was performed revealing a large hole in the bowel. The bowel had to be resected and the anastomosis had to be redone. The bowel was resected again using a ralc45 dlu and the coloproctostomy was redone with the cs29 and tested leak proof.